Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported difficulty connecting the adapter with the cartridge in place. After switching to a new connector, the user successfully completed the supply change and resumed insulin delivery. No symptoms were reported, and no medical intervention was required.